Manufacturer narrative:
Int. Ref: (B)(4). The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
Customer asks for quotation to repair a defective hinge on a patient support for stitching. One defect hinge can lead to a unwanted falling foot support, which can hit a person. No injury occurred.

Manufacturer narrative:
(B)(4). The patient support is an accessory that enables the examination of full leg or full spine, with the patient standing upright. For ease of use, the stand has wheels and a folding footboard. The footboard is connected to the frame via two hinges and has to be folded up and fixed by a hook for transportation, e.g. From one room to another. The customer called philips to get a quotation without service for the spare part "set of frame joints" (hinges). No philips field service engineer was at site to investigate the issue. The customer has installed the spare part successfully. Philips field service engineer has checked the installation and rated it as correct. A CAPA was initiated and resulted in a remedial action (fco 71200185). The remedial action contains improvement of hinges and an additional brake cylinder. Correction: results and conclusions. Report source: health professional instead of consumer.